Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain additional information regarding the alleged "stops working during usage showing 48v power supply error"; additional information was provided. The facility confirmed that whenever the ultrapulse units would stop working during use a backup co2 laser would be brought in to complete the procedure. The facility further confirmed that there weren't any complications or injuries caused to their patients as a result of the issue mentioned in the medwatch report, however the issue 'was repetitive and occurring frequently'. Biomed from the facility mentioned that whenever they would see error 11 they would stop use of the system. The 48v power supply error is presented as error 11 on the user's screen. When error #11 occurs, the user is presented with a message displayed on the system's screen as: "11: 48v power supply error. Please restart the system. If error persists, please contact service. ". Although the user stopped use of the systems and continued the procedure with alternate co2 lasers, there is no indication that a restart would not have cleared the error and allowed to continue use. A review of the subject device service records revealed that the device was installed on august 6, 2016, and has had its annual preventive maintenance performed by a lumenis service engineer ever since. The first pm was performed by a lumenis service engineer on march 22, 2017 at which time "the laser beam alignment was adjusted, verified, and the power output was verified to be in specification. Calibration was also verified, and the laser was found to meet manufacturer's specification and safe for use." The second pm was performed by a lumenis service engineer on may 2, 2018 at which time "the power supplies, cooling system, and laser head were inspected; the laser coincidence, energy meter, and arm alignment were verified; the laser was calibrated; the footswitch and cable were inspected; the cord and plug verified; fiber alignment was verified; all control panel functions and unit functions were found to meet lumenis manufacture specifications and the laser was returned to the customer ready for clinical use." On august 23, 2018 a complaint was opened by the user facility alleging voltage errors on the laser, and alleging the system would not boot up. A lumenis service engineer visited the site on august 27, 2018 and was unable to duplicate the failure to boot up. The engineer verified the latest software version was installed (version 3.01.00.57), verified energy meter calibration, verified lvps values, and verified main and safety pyro calibration. The engineer cycled the unit multiple times and found no errors. The engineer confirmed the system functions to lumenis specifications and the laser was returned to customer for clinical use. The user facility owns three ultrapulse devices. The subject device of this medwatch report, sn #(B)(4), remains in use at the facility, while the other two were replaced with two brand new units on october 1, 2018. All three of their systems have the latest software installed (version 3.01.00.57). The facility will continue to monitor the two new units and immediately notify lumenis should any issues occur. Lumenis will continue its investigation of random ultrapulse errors, and once a cause for the reported events is established, lumenis will file a follow up MDR.

Event description:
Lumenis received a user submitted medwatch report (B)(4) on september 14, 2018, in which the event description reads: 'unit fails to boot up and sometimes stops working during usage showing error "48v power supply error". We own three of these units and they were purchased last year. Lumenis was notified and they replaced the power supply on all three units last may to rectify the problem. However, the problem continues to happen and now all three units are not booting up.'

Manufacturer narrative:
Additional information - investigation results - 15-jan-2019 (r&d and clinical review). Error 11 (48v power supply error) was investigated by lumenis r&d and the root cause was found to be in the systems software. Among other things, the new software (version 3.2) includes a 'better internal monitoring of the 48v power supply' which results in a more accurate handling of error 11. A lumenis clinical director evaluated the reported event and concluded that when a user is presented with an "error" displayed on the screen, it is accompanied with certain direction. In the reported event error 11 was displayed with accompanying instruction on the display for the user to "restart the system and continue operation". Also in the um, there are clear instructions on how to handle errors. The director further noted that a restart of the laser system would take no longer than 5 minutes, and would not add any additional risk (e.g., prolonged procedure) to the patient. The error would not likely lead to any serious injury should it recur. Based on the above information, the same malfunction of error 11 has been determined not to be reportable per medwatch decision tree. Lumenis is filing this report in response to the user facility's medwatch report 0700220000-2018-8007.